Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The product was received in good condition. The unit passed the genesys hta functional feature test, and no power related issues or error messages were observed during the test. Additionally, no visual defects or loose connections were observed after disassembling the console. The console ran overnight (continuous operation) for 13 hours without failure. No error messages or faults were recorded into the system memory during 2 data sets that were recorded from the event date provided. The most probable root cause for this complaint is "not confirmed."

Event description:
It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydro thermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, the console display appeared to "flash," from intermittent power approximately one minute into the ablation, and the console shutdown. No alarms or error codes were generated prior to the shut down. When the system came back up it showed an error message and proceeded to patient cool down. The temperature of the saline at the time the system shut down is unknown, however it was confirmed that fluid was inside the cavity at the time. The power cable was also confirmed to be connected properly. The procedure set was replaced and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydro thermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, the console display appeared to "flash," from intermittent power approximately one minute into the ablation, and the console shutdown. No alarms or error codes were generated prior to the shut down. When the system came back up it showed an error message and proceeded to patient cool down. The temperature of the saline at the time the system shut down is unknown, however it was confirmed that fluid was inside the cavity at the time. The power cable was also confirmed to be connected properly. The procedure set was replaced and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."